Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. (B)(4).

Event description:
It was reported that a systemic infection occurred with vegetation on the valves. The entire implantable pulse generator (ipg) system was extracted. No further patient complications have been reported as a result of this event.